Event description:
Treatment nurse was treating a pt and said she touched the tip of the transducer with the palm of her gloved right hand because she didn't think she was seeing enough saline mist coming off of the transducer. She received an acoustic burn, and immediately removed her hand. No damage to her glove or skin. She said she realized right away that she wasn't supposed to touch it while it was on. Besides the initial sensation on her hand, she did not have any long lasting pain or any damage as a result of the incident.